Manufacturer narrative:
Continuation of concomitant products: product ID: dtba1d1 ICD, implanted: (B)(6) 2018, 6725 adaptor, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was increased and high threshold on the left ventricular (lv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.